Event description:
According to the information and cd received, during deployment of the 32mm amplatzer septal occluder, the device did not retain its original configuration. The device was released from the delivery cable and remained deformed. Additional information has been requested, including the retrieval process and patient outcome, but has not yet been received. Should additional information become available, a supplemental report will be filed.

Manufacturer narrative:
The amplatzer septal occluder was received at aga medical in its original configuration. The device was decontaminated, measured, and confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. Using a test 12f amplatzer torqvue delivery system, the device was retracted into the loader and upon deployment, the device deployed without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Although our investigation was unable to reproduce the performance described, the deformation has been confirmed from the imaging that was received at aga medical. We are continuing to investigate to understand the many factors involved in device deformation. We have implemented manufacturing changes to further improve the performance of these devices, and will continue to do so as we identify additional factors affecting device deformation. In addition, the amplatzer septal occluder instructions for use warns against releasing any device that does not conform to its original configuration. It is recommended to recapture the device and redeploy. If the deformation persists, recapture the device and replace it with a new device.